Event description:
Customer called to report that the unicel dxc 600 synchron system displayed cuvette not dry errors, as well as errors with the reagent probes. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer found the syringe to be loose; customer tightened the syringe. Customer also noted a drip on the drip tray near the cartridge chemistry (cc) reagent probe b and customer cleaned the spill. Customer also replaced all three syringes and successfully ran quality controls. The field service engineer (fse) inspected the instrument and verified proper seating for all of the syringes. It appears that during the last syringe maintenance, the syringe was not properly tightened, causing the cuvette not dry on reagent inject errors. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The failure mode appears to be due to the syringes having loosened from the t-valve. Customer has not called back to report any further instrument issues. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).